Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: patient had a right knee replacement due to osteoarthritis. Depuy implants were placed with depuy cement x2. No intra-operative complications were noted. On (B)(6) 2018: patient presented with pain, swelling and instability. X-rays indicated evidence of tibial component loosening. No infection found. Revision was recommended. On 2(B)(6) 2018: patient went to the ER and infection markers were elevated. On (B)(6) 2018: patient underwent a revision procedure. All implants were removed due to infection. Gross purulence was encountered when the joint was opened. There was a hypertrophic and inflamed synovium. The femoral component was well fixed. Tibial tray was grossly loose (implant to cement) and had subsided. There was significant bone loss of the anteromedial quadrant. Competitor antibiotic cement spacers were placed. Doi: (B)(6) 2017. Dor: (B)(6) 2018. (Right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed on 17 dec 19 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 mar 19. There were no anomalies identified on this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.